Event description:
It was reported that the patient experienced discomfort. The patient underwent a procedure to explant the implantable pulse generator (ipg) and the patient was doing well post-operatively.

Manufacturer narrative:
The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. The investigation concluded that the reported event was not confirmed through device analysis. Therefore, a probable cause cannot be determined as no problem has been detected.

Event description:
It was reported that the patient experienced discomfort. The patient underwent a procedure to explant the implantable pulse generator (ipg) and the patient was doing well post-operatively.